Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was charging more frequently and was thinking that something was wrong. The patient charged more than expected. The impedances were checked and they were in normal ranges. The manufacturing representative estimated the recharge interval based on the patient's parameters and they appeared to be appropriate. The recharger matched the recharge interval calculation with the patient's settings. The patient's device was reprogrammed. Surgery was not needed to fix the problem with the system. Patient outcome was not provided. Follow up was requested, but was not available. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Product ID 3550-29, lot# n137812, implanted: 2009 (B)(6); product type accessory product ID 3 7743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger. (B)(4).

Event description:
It was reported that the stimulator was not holding a charge anymore. The patient charge use lasted for a week but it was now only lasting a couple of days and then the battery died and the patient had to recharge again. If additional information is received, a follow-up report will be sent.